Manufacturer narrative:
Concomitant medical products: 5554-45 lead implanted: (B)(6) 2003.

Event description:
It was reported that there was high impedance, oversensing, and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.